Event description:
Initial info was received from a consumer on (B)(6) 2011: a currently (B)(6) female reported that in (B)(6) 2009 she received one session of diluted poly-l-lactic acid (sculptra aesthetic) (lot # and exp. Date unk) injections above the left jaw line; dosage and indication not provided. Within 6 weeks, the chemical migrated below the jaw line, leaving 2 noticeable lumps. My physician (plastic surgeon) performed 2 pelleve treatments in (B)(6) 2011, to shrink the lumps with minimal effects. She reported a big disappointment in the product. Medical history includes topical prescription product, such as retin-a, laser skin resurfacing and cosmetic surgery not otherwise specified. Concomitant medications were not mentioned. No further relevant info was reported.